Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, as the esheath was advanced, approximately half way through the access point, the operator reported feeling resistance.  The esheath was removed, and a split (jagged longitudinal tear) was identified at the distal tip. The esheath was placed aside, and a new esheath was prepared and used successfully.  The patient was noted to be doing well post procedure. No abnormalities were noted along the liner and/or the sheath shaft prior to use.  The patient¿s minimum luminal diameter (mld) measured 6mm. The vessels were reported to be mildly tortuous and moderately calcified.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. No relevant photos, video or imagery was provided. During manufacturing of the esheath, the sheaths are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events.   A lot history review was performed and did not reveal any similar complaints. A device history record (DHR) was performed and did not reveal any issues that could have contributed to the complaint. The instructions for use, the device preparation training manual, and the device procedural training manual were reviewed for instruction and guidance on device preparation/usage. Per the device preparation manual, the operator is to unpack the edwards esheath introducer set and visually inspect for damage.  Note: take care not to bend, pinch, or flatten when unpacking and handling. Do not use if packaging or any components are not sterile, have been opened or are damaged (i.e. Kinked or stretched).  Additionally, per the procedural training manual, the 14f sheath is to be used with a minimum vessel diameter of 5.5 mm. If necessary, appropriately dilate the vessel by inserting the dilator past the aortic bifurcation. A second dilator may or may not be included with the system for vessel dilation.  If the same dilator is used for vessel dilation and sheath insertion, check to ensure dilator has not been damaged before inserting into sheath. During sheath insertion the operator needs to hydrate sheath but not wipe off the hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath. Use stiff wire (for peripheral access only) in case of peripheral tortuosity o utilize wires such as supracore, meier (boston scientific), lunderquist (cook). Apply tension to wire to provide firm rail for placement. Always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Know position of sheath tip in the aorta. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. Once inserted, suture the sheath in place. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was unable to be confirmed. Due to the unavailability of the devices, engineering was unable to perform any visual, functional, or dimensional testing. Therefore, the presence of manufacturing nonconformance could not be determined. Furthermore, a review of manufacturing mitigations supports that it is unlikely that a manufacturing nonconformance was the source of the complaint. Per the device prep manual, the device is to be inspected for damages during removal from packaging and the tip is to be re-inspected for premature expansion prior to insertion into patient. Therefore, it is unlikely that the sheath distal tip was expanded or damaged prior to insertion into the patient. Per the complaint description, ¿approximately half way through access point resistance was experienced after removing the sheath distal tip split was identified¿. Per case notes, patient had moderate calcification and mild tortuosity vessels. The calcification in the vasculature may have caused the resistance in the vessel, increasing the frictional force between the esheath shaft and the vascular luminal wall. The calcification and tortuosity would have increased the force to push the esheath through the vessels and may cause the distal tip of the sheath to be split. Therefore, available information suggests that patient factors (calcification/tortuosity) may have contributed to the complaint events. However, a definite root cause is unable to be determined.  Review of the complaint history for june 2019 revealed that the occurrence rate did not exceed the control limits for the applicable trend categories. Therefore, no corrective or preventive actions are required at this time.